Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the first firing on the cystic duct, the clips were scissoring; they were criss-crossing. Also, some of the clips did not hold on the vessel. This occurred through the fifth firing. A cholangiogram was not done with this procedure. The case was completed with this same device. There were no patient consequences reported. No device will be returned.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.